Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.